Event description:
User alleges, when engaging the needle into the needle protection, the clinician did not hear the needle click into the protection and received a contaminated needle stick to her left thumb.